Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made an unusual noise, was heating up, failed the torque test and had a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device made an unusual noise, was heating up, failed the torque test and had a sticky trigger. The reported event did not occur during surgery. There was no delay in the reported event as an identical spare device was available for use. It was reported there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated the event occurred in the month of (B)(6). All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.